Manufacturer narrative:
The thermogard xp ivtm consoles (s/n (B)(4)) were both functioning as intended until this event occurred. It was noted that during the time of this event, the only source being used to monitor the patient's temperature was a temperature sensing foley catheter. It was reported that the patient was making minimal amounts of urine output over the night prior to the event. The tgxps were tested on site by the customer's biomed engineer. The biomed engineer functionally tested both tgxps and no issues were found. Zoll technical service was working with the on site biomed engineer and both system event logs were downloaded and the data was reviewed by both engineers. It was determined that the issue was related to the temperature source/temperature cable and not with the consoles. This is consistent with the foley catheter being the only method of monitoring the patient's temperature. It was determined by the zoll technical service engineer that both consoles were functioning as intended and should be placed back into service at (B)(6) hospital. It was not required to have the devices sent to zoll in for evaluation. On site evaluation performed.

Event description:
It was reported that during patient therapy the thermogard xp ivtm consoles (s/n (B)(4)) started to cool the patient down when in the re-warming phase. The patient was in the re-warming phase of the intravenous temperature management with s/n (B)(4). Halfway through (patient's temperature was approximately 35.0 degrees c), the system started to cool the patient down instead of re-warming. There were no error messages or alarms that were noticed. At this time the customer transferred the patient's therapy to another thermogard s/n (B)(4). The same issue occurred with this system. The customer aborted the use of the thermogard xp ivtm and switched to re-warming the patient using the bear hugger and warming blankets. The nurse stated that the pin-wheel had been spinning, with no issue, while patient was being warmed, indicating the system was working as intended. However, when the patient started to cool the nurse noticed that the pin-wheel stopped spinning and the system was no longer re-warming the patient. No patient sequelae was reported. Reference of the second tgxp: MFR 3010617000-2016-00498.